Event description:
The patient underwent cataract extraction with implantation of the crystalens os. Intraoperatively, the capsular bag was compromised, however, the physician elected to implant the crystalens. (Note: this is contraindicated in the device dfu). One-day postoperatively, the patient complained of blurry distance vision (bcva decreased from 20/20 preop to 20/30 postop) and the physician determined that the lens had vaulted anteriorly. In 2006, secondary surgical intervention was performed to reposition the lens, however, this did not result in the desired effect. After the lens repositioning (date of event), the patient's bcva decreased to 20/80. Eight days later, the patient was referred to a retinal specialist, who diagnosed the patient with cystoid macular edema. The following day, the patient was treated with an intraocular injection.